Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that he was tired and thirsty. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible as the customer had thrown away the reservoir and infusion set. The customer stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.